Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room due to ventricular tachycardia (vt) which produced ventricular fibrillation (vf). The physician performed an external shock to convert the arrhythmia. After the shock, the patient had a heart rate of 30 bpm from the temporal location. After a few minutes, the heart rate was back to 60 bpm. The physician suspected the device had temporarily stopped pacing. When the device was interrogated, it was noted there was desynchronization. It was indicated the ventricular lead was likely in the apex of the heart. Programming changes were performed. No additional adverse patient effects were reported.